Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. The last bolus delivery and the last basal delivery were on (B)(6) 2016. The pump was returned with visible moisture in the battery compartment and behind the display lens. The pump emitted a call service 052 alarm immediately when powering on. The display screen was blank. The pump failed a leak test due to a battery compartment leak. The alleged issue could not be fully investigated as a result of the moisture ingress.